Event description:
Additional information was reported that the patient's stimulation was turning off. It was noted that the patient checked the device they were not getting anything besides 9 volt light. It was further noted that the 9 volt battery had not been replaced for a year and it "did not pass the self-test." The patient was able to turn the right stimulator on, but not the left. The patient's wife stated that since (B)(6) 2012, the patient had not been doing "as well." It was noted that the patient had a scheduled appointment in a few weeks. Approximately 2 weeks later, the patient was unable to turn his device on with his patient programmer. It was noted that the issue was resolved and the device was on and working

Event description:
It was reported that the patient's therapy felt like the stimulation was not working the same way that it was the week prior. Stimulation was checked and it was found that the left side "stim" was off. It was unknown how the "stim" had been turned off. Further follow-up indicated that the patient had sought further help with their device or therapy, but still had concerns. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v241399, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v241399, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v241399, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Product ID, neu_unknown_prog lot# serial# unknown, product type programmer.